Manufacturer narrative:
A total of 14 screws containing two (2) separate descriptions/part numbers & three (3) unique identifying lot numbers were utilized during the case. It is unknown which belongs to the screw which pass thru the plate. 71240-14; 4.0mm variable angle, self-drilling hexalobe screw, 14mm - lot# 8275106 - mfg'd 4/11/19. 71240-14; 4.0mm variable angle, self-drilling hexalobe screw, 14mm - lot# 8275107 - mfg'd 5/2/19. 71345-14; 4.5mm variable angle, self-tapping hexalobe screw, 14mm - lot# 8275124 - mfg'd 3-27-19. Review of the device history records for all three (3) manufactured lots revealed no manufacturing, processing or design related irregularities. The trestle luxe screws were found to be properly manufactured and released in accordance with the device master record. Previous engineering investigation determined that this type of occurrence is the results of over angulation of the anchoring plate screw. Both the surgical technique (lit-84315) and instructions for use (ins-048) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self-centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.

Event description:
During a 4-level case, while placing the plate on the middle segment of the vertebral body, the screw went through the plate. The event caused over a 30 minute delay in the case.